Event description:
The pt called lifescan and alleged the one touch ultra meter was displaying error 5. On repeat the pt had a blood glucose reading of 87 mg/dl. Assistance from a non-medical professional was received. No treatment given. No symptoms of high or low blood glucose. The customer care rep performed troubleshooting and the error 5 was resolved, however twice the control solution test was not within range. There is indication the product malfunctioned. The control solution and test strips were replaced with return expected.